Manufacturer narrative:
Correction: please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2020-01220. Section h. Box 3. Device returned to manufacturer? Results: the cat6 was ovalized approximately 125.0 cm ¿ 129.0 cm and 135.0 cm ¿ 141.0 cm from the hub. The device was fractured approximately 129.0 cm from the hub. The device was stretched approximately 129.0 cm ¿ 135.0 cm from the hub. The total length was measured approximately 141.0 cm. Conclusions: evaluation of the returned cat6 confirmed a fracture on the distal shaft. If the cat6 is forcefully retracted against resistance, the cat6 may stretched and fractured. Further evaluation of the device revealed ovalization on the distal shaft. If the device is forcefully pinched or gripped during used, damage such as ovalization may occur. The complaint mentioned ¿the physician pinched the distal tip to flattening it out completely¿. Therefore, the root cause of resistance could not be determined. Further evaluation of the cat6 also revealed additional ovalizations. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
The device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6), a non-penumbra sheath, and a guidewire. During the procedure, the peel-away introducer sheath was used to introduce the cat6 to the sheath. The cat6 was then advanced over the guidewire and seated proximal to the site of occlusion. After removing the guidewire, aspiration was initiated and the cat6 was advanced into the thrombus. It was reported that the physician encountered resistance during advancement and while visualizing the cat6 under fluoroscopy, the tip was reported to have a "wave" form. Next, the physician advanced another guidewire through the cat6 and tracked the cat6 distally to the tibials. Very little thrombus was being aspirated; therefore, the physician decided to remove the cat6. While removing the cat6, resistance was encountered, and the physician noticed the tip of the cat6 was separating from the rest of the catheter when it was nearly out of the sheath. Therefore, the physician stopped retracting and removed the valve from the sheath. The cat6 was then completely removed. While examining the cat6 outside of the body, the physician found that the distal tip had become separated. It was also noted that the physician inadvertently pinched the distal tip of the cat6 during examination outside the patient. It was reported that the physician suspected the clot to be chronic, and therefore decided to complete the procedure by performing balloon angioplasty and starting a tpa drip overnight. There was no report of an adverse effect to the patient.